Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant fractured with inflammation at tooth site 5.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 3.75 x 15mm (oss315) and abutment/crown were returned for investigation. Visual evaluation of the as returned products identified fracture across the upper threads. Additionally, the implant was engaged to an abutment and crown. There were no allegations against the abutment or crown. Therefore, the investigation was conducted only on the implant and reported event. Device history record (DHR) review for the lot (2014040904) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014040904) for similar events (complaint category keywords: functional: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.